Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The watertightness was lost due to the cutting of the bending section rubber. The adhesive of the bending section rubber was cracked. The bending section rubber was worn. The coating on the insertion tube was peeled off. The insertion tube was wrinkled. The suction cylinder was shaved. The universal cord was scratched and buckled. The endoscope connector and grip unit were dented. Due to wear of the angle wire, the upward angulation did not meet the reference value. Due to the wear of the angle wire, the play of the up/down angulation control knob was out of the standard value. The distal end cap was scratched. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material had adhered to the forceps elevator. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus medical systems india private limited (omsi), but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases and device inspection result, the reported event may have been caused by the following handling: the reprocessing after the procedure around the forceps elevator performed by the user was insufficient. Since the user did not reprocess immediately after the procedure, the foreign material adhering to the forceps elevator dried and stuck. The instruction manual states that the brushing method around the forceps elevator and cleaning should be performed immediately after the procedure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.